Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (under expansion of the valve) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 29mm sapien 3 transcatheter heart valve approximately 4 months post procedure, the patient became symptomatic (dyspnea and shortness of breath upon exertion). Transcatheter echocardiogram and repeat CT scan revealed moderate to severe +2-3 paravalvular leak (pvl) posteriorly between the non-coronary and left coronary cusp. Under expansion of the valve was suspected to be the reason. The patient returned for post dilation performed with a 29mm commander delivery system +2cc additional volume within the index thv (pre procedural arterial diastolic pressure was 35mmhg). The pvl was not resolved as on echo and was still presenting residual moderate +2 pvl. Therefore, it was decided to perform a transfemoral aortic valve in valve procedure. A second 29mm sapien 3 valve was implanted and echo showed improvement (residual mild pvl and arterial diastolic pressure of 50mhg). The procedure was well tolerated, and the patient left the room in stable condition.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.